Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronics. The insulin pump had a corroded motor, cracked case at display window corners, cracked battery tube threads and cracked case at display window corners.

Event description:
The customer called and reported the insulin pump had a blank screen and it looked like there was water in the device. Customer's blood glucose was 424 mg/dl. It was stated there was fluid under the display, following exposure to moisture outside. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.